Event description:
In 2003, this patient was implanted with a gore excluder aaa endoprosthesis for treatment of bilateral common iliac artery aneurysms. Both common iliac arteries were fully covered by the devices. It was noted the internal iliac arteries were previously occluded bilaterally. At about one week post-op, the patient presented with ischemic colitis. An exploratory laparotomy, left hemicolectomy with end transverse colostomy, and hartmann's procedure were performed. The patient tolerated the procedure. Three days later, the patient expired.

Manufacturer narrative:
Method code - a review of the manufacturing paperwork is being conducted. Additional devices implanted: pcc181000/02731992, pcc141400/023402004, and pcc181000/02731990.